Event description:
The customer stated that the provue reported negative results for two donor samples that tested positive in manual tube method (1 of 2 samples). No erroneous results were reported.

Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site and observed that the provue wash station was noisy. The fe replaced the probe, wash station, and syringe to resolve. All 6 month pm tasks were performed as outlined on the provue pm checklist. Proper operation was verified by processing all provue diagnostics and controls without error. The repair, maintenance, qc, and record of service was accepted by the customer. Repairs have returned this instrument to expected operation. (B)(4).